Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an intermittent loss of capture was noted on the right ventricular lead. All other electrical measurements are stable and within range. The physician will continue to monitor the patient by follow-up. The patient was in stable condition.